Manufacturer narrative:
Updated data: h6 conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. It was reported there had been a misload due to a crown overlap involving the fourth node; however, the static image of the fluoroscopic valve load inspection provided did not show evidence of a misload. In this case, a procedural factor such as recapture and anatomical characteristics such as calcium may have been contributing causes to the reported event but a conclusive root cause could not be determined. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It is likely the infolded valve may have been a contributing factor as it only occurred when the infold was present; however, a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed due to calcification. Subsequently, the valve was inserted in the patient. Upon deployment at a depth of 2 mm, a severe infold and paravalvular leak (pvl) were noted. The valve was recaptured and withdrawn from the patient and a new valvewas implanted in the patient using a new delivery catheter system. Following the procedure, fluoroscopic images from the original valve loading check were investigated and revealed there had been a misload due to a crown overlap involving the fourth node. No additional adverse patient effects were reported. Additional information was received that the pvl was severe. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had calcified anatomy, and a pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. During valve deployment, an infold was evident in the image. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that a misload due to crown overlap involving the fourth node was noted; however, the static image of the fluoroscopic valve load inspection provided does not show evidence of a misload. Of note, the instructions for use (IFU) states that before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. Complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360 degrees during the fluoroscopy check. In this case, complete rotation of the fluoroscopic valve load inspection would be required to validate the presence of a misload. Updated data: b2. Outcome attributed updated b5. Second paragraph added h1. Type of reportable event updated h6. Codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012180457); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-34 (lot: 0012107066); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty was performed due to calcification. Subsequently, the valve was inserted in the patient. Upon deployment at a depth of 2 mm, a severe infold and paravalvular leak were noted. The valve was recaptured and withdrawn from the patient and a new valve was implanted in the patient using a new delivery catheter system. Following the procedure, fluoroscopic images from the original valve loading check were investigated and revealed there had been a misload due to a crown overlap involving the fourth node. No additional adverse patient effects were reported.